Event description:
Rptr had implants placed after cancer surgery. Left side implant on 5/27/76 and right side on 1/28/77. Approx 6 yrs ago, she noticed a small lump forming under her left breast. When she inquired about leakage she was told, by her gp, "impossible." In 1/84, both implants were removed in hopes of stopping her rapidly spreading case of vitiligo (an auto-immune disorder). Her current dr noted that the left side had, in fact, totally leaked out and the right side had also leaked considerably. The lump is now the size of a walnut.